Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
It was reported that the patient received inappropriate therapy due to far field p-wave oversensing on the ventricular lead. The lead was replaced.